Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reports loss of communication between pump and transmitter. It was reported that the blood glucose value was not received. Customer experienced high blood glucose and was taken to emergency. No harm requiring medical intervention was reported. The device will not be returned for analysis.